Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that that the touchscreen was not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.